Manufacturer narrative:
During analysis, a failure event was observed. Final analysis found an external insulation abrasion was noted at 29.3 cm to 30.0 cm from the distal tip consistent with lead friction to another device or features of the heart. Model, serial number, UDI, manufacturing information is not available for this lv lead as it was returned cut and couldn't be identified.

Event description:
This report is to advise of an event observed during analysis.